Manufacturer narrative:
This report is filed, january 18, 2016.

Event description:
Per the clinic, the patient experienced poor sound quality and a progressive decline in performance. Subsequently, the device was explanted on (B)(6) 2015; during the same surgery, the patient was re-implanted with a new device.